Manufacturer narrative:
The root cause of the discordant result compared to alternate methods is unknown. Siemens has requested the sample for additional testing. The limitations section of the ous instructions for use states: "a negative test result does not exclude the possibility of exposure to or infection with (B)(6). (B)(6) antibodies may be undetectable in some stages of the infection and in some clinical conditions."

Event description:
Customer observed a (B)(6) result for a patient sample with advia centaur cp (B)(6). The result was (B)(6) by two alternate methods and the clinical history of the patient. There are no reports that treatment was altered or prescribed or adverse health consequences due to the discordant advia centaur cp (B)(6) result.

Manufacturer narrative:
Siemens filed MDR 1219913-2016-00221 on (B)(6) 2016 regarding a negative result for a patient sample with (B)(6). The result was positive by two alternate methods and the clinical history of the patient. On (B)(6) 2017 - additional information siemens requested the sample for additional testing but was informed by the customer that there is no sample available to be sent for testing. No root cause can be identified. It is possible that the antibody level from this past infection fell below detectable levels.